Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device was difficult to open and there were malformed staples. An artery was punctured and bleed because of the issues with the device. There was no pt consequence.